Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient also reported that they had uti in (B)(6) 2018 and was given doxycycline and had a terrible reaction to it and was really sick towards the end of may because of the medication. It was also reported that the patient could not hold their urine and that she is up 15 times at night and not sleeping. Patient further stated that their patient programmer does not let her to increase. Upon troubleshooting, the ins was off and patient stated that they have never turned the ins off. Device was turned on and patient stated the were feeling a lot of stimulation fluttering and it was pretty strong and it was turned down to a comfortable level. No further complications were noted or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.